Event description:
On (B)(6) 2012, additional information was received when it was discovered that the vns patient underwent full revision surgery that day. Prior to surgery the device was interrogated and high impedance was confirmed; lead impedance=high/dcdc=6. The generator was also confirmed to have been disabled. The lead pin was reinserted into the header of the generator which did not resolve the high impedance, therefore the lead was removed from the generator and a test resistor was inserted into the generator. Generator diagnostics test was then performed which showed results within normal limits of lead impedance=ok/dcdc=2. The surgeon then removed the lead and the generator and a complete new system was implanted. The surgeon noted a very heavily fibrosed vagus nerve with multiple adhesions around the lead. The generator had been replaced for prophylactic reasons and the leads were replaced due to high impedance. The explanted lead and generator were returned to the manufacturer on (B)(6) 2012, for product analysis that is still underway and has not yet been completed.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported by a physician that high impedance was found at a follow-up appointment. No patient trauma was reported to have contributed to the reported event. The last known good diagnostics were from (B)(6) 2011 and were within normal limits. X-rays were taken and received by the manufacturer. Review of x-rays indicated the generator was visualized in a normal placement in the left upper chest. The filter feed-through wires and lead wires at the connector pin appeared to be intact. The lead connector pin appeared to be fully inserted into the generator connector block. No neck xrays were provided; therefore electrodes and portion of lead close to electrode cannot be assessed. There is part of the lead behind the generator and could not be fully assessed. No obvious lead breaks or acute angle were observed in the assessed portions. At the moment revision surgery is likely for the patient but has not been scheduled.

Manufacturer narrative:
Type of report; corrected data: inadvertently did not check "30-day" on initial report. Lot #, expiration date; device manufacture date; corrected data: additional information was received regarding this product information. Corrected data: inadvertently did not include the evaluation for the x-rays being reviewed. Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received on (B)(4) 2012, when product analysis was completed on the explanted lead. A portion of the electrode and a anchor tether were not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. During the visual analysis the green (-) electrode quadfilar coil appeared to be broken approximately 8 mm from the end of the electrode bifurcation in the area of an abraded opening. Scanning electron microscopy was performed and identified the area as having extensive pitting and mechanical damage which prevented identification of the coil fracture type. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. With the exception of the observed discontinuity, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified. Product analysis on the generator was completed on (B)(6) 2012. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications and there were no performance or any other type of adverse conditions found with the pulse generator.